Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a planned coronary treatment. The treatment was completed normally by using a wireless foot-switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot-switch was reported to be not expose anymore. Upon troubleshooting, fse found the wired foot-switch connected to ad7 table was not working. Customer replaced the wired foot-switch. The defective footswitch was returned to philips for failure analysis and during failure analysis, failure confirmed as "loose and- or broken off element". After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was unable to expose. No harm was reported to philips. Philips has started an investigation of this complaint.